Manufacturer narrative:
The sentence "it was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating." , should state " it was reported that during an unspecified spine surgical procedure, it was discovered that the motor device was overheating. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating. There were no delays to the surgical procedure as an identical spare device was available for use. It was unknown to the reporter the type of irrigation used. It was unknown to the reporter the post-operative condition of the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.